Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia with possible under delivery anomaly. The customer also reported physical damage in the insulin pump. The customer was hospitalized and treated for hypoglycemia. The customer passed out and eyes were swollen. The event involved product(s) mmt-1884, mmt-332a and mmt-397a. Troubleshooting was performed and the pump was exposed to air pressure. The guard rails of the pump was already broken. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. Product return is expected for mmt-1884. No product return is required for mmt-332a and mmt-397a.